Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(4). The getinge service territory manager noted the cs300 intra-aortic balloon pump (iabp) had a sign stating "broken" on it. He observed 4 alarm events of "leak in iab circuit" and the ECG trunk cables and lead wires were missing. The iabp was tested for leaks and passed specifications. The missing cables were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was "broken." The iabp was in use on a patient; however, the customer could not be more specific regarding details of the problem. It is unknown if there was any patient harm/injury; however there was no adverse event reported.